Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor became bent.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the distal end of the shaft of the 2.6 mm knotless fibertak¿ anchor was bent. No implant was returned for investigation. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.